Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer attempted to cancel a bolus on the touchscreen. However, the customer checked the pump history and the pump delivered the entire bolus. Additionally, the customer believes the pump is taking longer to complete a bolus delivery. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to continue troubleshooting with the customer; however, all were unsuccessful. Pump data could not be reviewed, as customer did not have an available pump data upload.